Manufacturer narrative:
Omit: is combination product?, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model #, manufacturing location. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an over infusion was not confirmed or replicated during laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification, with no signs of unregulated flow observed. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. Spring functional tests observed no issues, and all tests passed, indicating the occluders and springs were functioning as intended. The event date was reported as 16 july 2025; time was not reported. Review of the suspect pump module s/n (B)(6) error log showed no errors were recorded on the reported event date. On (B)(6) 2025 at 7:48 pm, the concomitant pcu event log showed that the pcu and the suspect pump module were powered on, and the pump module was assigned with channel a. The dataset installed was identified as ¿tristar 21¿, and the profile in use was identified as ¿adult critical care¿. On 16 july 2025 at 7:48 pm the user selected ¿guardrails drugs¿ and programmed an infusion with drugid 523 (pantoprazole ivpb), drug amount of 80 mg, diluent volume of 100 ml, concentration of 0.8 mg/ml, rate of 400 ml/h, volume to be infused (vtbi) of 100 ml, dose of 80 mg with and expected duration of 15 minutes. The infusion started with a primary volume infused (pvi) of 3.06ml. At 7:55 pm the pump module alarmed for air in line and channeled off. The total primary volume infused from 7:48 pm to 7:55 pm was calculated to be 40.552 ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris¿ system with guardrails¿ suite mx user manual (v12.3.2), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported issue of over infusion event was not able to be identified. The pump module was found to be infusing within specification, the returned device was fully evaluated, and no anomalies were found during laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of an unspecified medication. The customer indicated the event occurred at 7:49:11 pm and that documentation showed ¿drugid=523¿ a rate of 400ml/hour, a volume to be infused of 100ml and concentration of 0.8. The customer indicated "no reported patient harm or injury." Although requested the customer was unable to provide additional details.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of an unspecified medication. The customer indicated the event occurred at 7:49:11 pm and that documentation showed ¿drugid=523¿ a rate of 400ml/hour, a volume to be infused of 100ml and concentration of 0.8. The customer indicated "no reported patient harm or injury." Although requested the customer was unable to provide additional details.